Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other patients who were implanted with implantable neurostimulators (ins) for unknown indications for use. It was reported that the patient mentioned that, "every patient is different. Some people don't have any relief and some people have great relief." They also stated, "and some people have trouble with the [implanted system]." When asked for further clarification regarding what the patient was referring to by this, they stated they had heard stories about people that had to have them "replaced or taken out." When asked for any patient, event, or healthcare provider information related to this, the patient stated they did not know any further information regarding this.